Event description:
Customer reported the insulin pump alarmed weak battery alarm during normal use. Customer was sitting down reading a book when alarm occurred. Customer's blood glucose was unknown. Customer was advised alarm occurred most likely because of loose battery cap. Customer was advised to clean contacts when new cap arrived. Customer reported he changed the battery and display did not return. No physical damage was noted on the device and it wasn't exposed to moisture. Customer did not notice any corrosion on the battery cap or battery compartment. Customer was advised to monitor device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.